Event description:
Impella cp support was initiated via femoral access in a 49-year-old with non-ischemic cardiomyopathy and acute decompensated chronic heart failure, known coronary artery disease, diabetes mellitus, and recent cardiopulmonary resuscitation who was supported with impella while on inotropes, vasopressors, and mechanical ventilatory support. The patient developed recurrent position alarms, including impella in aorta and position low alarms, often in association with coughing, movement, and respiration. The care team brought the patient to the cardiac catheterization laboratory for repositioning and advanced the catheter approximately 5 centimeters deeper; afterward, urine became progressively more concentrated, the patient became anuric, and continuous renal replacement therapy was initiated, with hemolysis clinically suspected although plasma free hemoglobin was not tested. The care team later elected not to reposition the device again due to concern for losing ventricular placement. This complaint is coded for device in wrong position, mechanical interaction with blood, hemolysis, renal failure, medication required, and additional device required based on the reported alarms, suspected hemolysis, and need for continuous renal replacement therapy. The instructions for use describe that prompt recognition and management of position and aorta alarms, including repositioning when appropriate, may help reduce the risk of hemolysis; it is unknown from the available information whether all best-practice recommendations were followed in this case. Given the patient¿s underlying cardiomyopathy, critical illness, hemodynamic instability, and comorbid conditions, these factors may also have contributed to the development of hemolysis and renal failure. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient event. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: section d4: the UDI was updated to the correct one which was inadvertently reported incorrectly in the initial report. Product complaint # (B)(4). Investigation summary: hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was not established due insufficient clinical details and no product or data logs were returned. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of device in wrong position was most likely use related due to patient coughing and movement. Device history lot: device lot: 1995170. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.